Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient with subtrochanteric fracture of the left femur was implanted on an unknown date with tfn short. Patient had a year of evolution and on an unknown date patient presented with the tfn broken in its distal part and a intertrochanteric fracture with pseudoarthrosis in the left proximal femur. Patient was returned to surgery on (B)(6) 2013, the hardware was removed with the exception of distal segment because it was acceded in the medullary canal. Patient was revised to plate and screws. It was noted the remaining nail piece proceeds to reduce the fracture. Procedure completed without complications. This is 4 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. The product was not returned and a device history records review has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. Product was received broken through distal slot; marks from extraction on body next to oblique hole. Verified material tialb with niton 07, passed specification. Due to damage a dimensional inspection cannot be conducted. Product conformed to all dimensional requirements at the time of manufacture.